Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, loss of capture and sensing were detected on the right ventricular (rv) lead. The cause of the event is due to micro-dislodgement. During the replacement procedure, it was not possible to retract or extend the rv helix. A new rv lead was used to resolve the event. The patient was stable.